Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022. The patient presented to the emergency room (ER) on (B)(6) 2022 and was found to have an international normalized ratio (inr) of 1.5 and fluid overload. The patient refused to be admitted and the coumadin was increased with plans to check inr in several days. The patient was admitted with aortic dissection on (B)(6) 2022. A computed tomography (CT) scan showed a large thrombus in the aorta and the patient and family decided to withdraw support due to poor prognosis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported arterial peripheral thromboembolism, patient conditions (aortic dissection and fluid overload), and patient outcome could not be conclusively determined through this evaluation. The account communicated that the device would not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 "introduction" lists adverse events that may be associated with the use of the heartmate 3 lvas, including arterial non-central nervous system (cns) thromboembolism and death. Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5 (under ¿implant procedures¿) additionally warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 "patient care and management" (under "anticoagulation") contains information regarding the recommended anticoagulation therapy for patients using the device. This section also lists and thromboembolism as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.